Manufacturer narrative:
The 10mm x 40mm x75 epic vascular stent with serial number (B)(6) was the other epic stent implanted; however, only one of the stents ro band had the issue. We completed a good faith effort to obtain additional complaint information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a markerband issue occurred. The target lesion was located in the left iliac artery. A 10mm x 40mm x75 epic? Vascular self-expanding stent was placed in the proximal iliac, followed by a 10mm x 50mm non-boston scientific stent placed distal to the first stent, and finally an 8x40x75 epic? Vascular self-expanding stent was placed distal to the non-bsc stent. After stenting, angiography confirmed patent flow through the iliac artery with no concerns. However, a postoperative computed tomography (CT) scan revealed that one of the five radiopaque (ro) marker bands at the distal end of an epic stent appeared in the center of the vessel. This was noted to be abnormal based on imaging that the ro band would not be opposed to the vessel wall. There were no plans to remove the stents, and the patient was scheduled for duplex ultrasound in two weeks to confirm continued blood flow. There were no patient complications as a result of this event.